Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and will no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was current leakage from a resistor, designator r35, on the digital pcb assembly due to process residue on both the pcb and the resistor. The process residue caused a high resistance short of 32 meg ohms between legs 4-5 and 3-6. Additionally, physio observed that the device's lid latch assembly was physically damaged (distorted/bent) and no longer connected to the power switch, or hold the lid down. This too would prevent the device from powering on. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.